Manufacturer narrative:
One force triad generator was returned for evaluation. The returned sample did not meet specification as received by medtronic. The customer reported that the unit's universal footswitch accessory port (ufp) in bipolar mode was stuck in an active state when powering up the device. Evaluation could not confirm a device defect that would have caused or contributed to the reported issue. The investigation could not identify a cause or speculate on a probable root cause for the reported issue. The investigation identified numerous error codes in the unit¿s memory. The investigation isolated the failure to the control board, but a root cause was not identified. The unit¿s control board was replaced to repair the unit. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's universal footswitch accessory port (ufp) in bipolar mode was stuck in an active state when powering up the device. This occurred during testing. There was no patient involvement.